Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The current blood glucose reading is 90 mg/dl. Caller stated the customer experienced ketones. The high blood glucose reading was happening for one week. The blood glucose reading during the event was 400 to 500 mg/dl. During troubleshooting, the time and date are correct. Manual prime is correct, the insulin exits the tubing. The programming is correct. Nothing further reported.